Manufacturer narrative:
The recipient is reportedly doing well.

Event description:
The recipient reportedly experienced tinnitus, headaches, and dizziness with and without device use. The recipient presented with pain around the implant site when stimulation is present. External equipment was exchanged, however, the issue did not resolve. Programming adjustments were made but were discontinued due to pain. The recipient's device was explanted. The recipient was not reimplanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.